Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during neck-cervical later emptying procedure, upon closing the "cut", the device's needle broke, the four needles of the four different sutures with the same code are broken in an attempt to close the under skin. It is unsure if the device component fell into the patient cavity they have not proceeded to check with an x-ray. If it had fallen in it would be very small fragments. They change the suture type in order to complete the case. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the open samples noted two needles and two partial sutures. Both of the needles were received broken at the tip and attached to a partial suture. Upon microscopic inspection of both needles, instrument marks were observed at the break site of the needle tips. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Grasping the needles at the tip can cause the needle to break or bend. Needles should always be held in the middle, where the diameter is largest. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.